Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp) revealed that a supply bag fell off the table and disconnected. The technical service representative (tsr) explained the alarm to home patient (hp), assisted with troubleshooting and advised to report alarm to the peritoneal dialysis (pd) nurse the next morning. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved by starting over using all new supplies. The hp explained that he had the bag too close to the edge of the stand, and he might have yanked on the tubing while sleeping causing the bag to fall and disconnect. Per hp, there were no loose connections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 was air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) explained that he had the bag too close to the edge of the stand, and he might have yanked on the tubing while sleeping causing the bag to fall and disconnect. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.